Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir plastic pieces was fallen off. The customer also stated that the buttons were harder to press or need to press multiple time. Customer stated insulin was squirting during priming . The pump was taking more time to restart and louder to rewind. The batteries was last about 7 days and seen motor error code in past. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.